Manufacturer narrative:
(B)(4).

Event description:
The pt had purulent discharge from the pump pocket and a low grade fever. The pt had a pump pocket infection. It was also noted that the pt had minimal consolidation of lung; suspicious for pneumonia. The pt was hospitalized. The pump and catheter were explanted. The catheter tip was at a level of t4-5; medication in pump was fentanyl 40 mcg, 388.5 mcg/day and bupivicaine .2 mg, 1.942 mg/day. The pt was on IV antibiotics. The pt's outcome was reported as "ongoing".